Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided, and cause was not known. Reportedly, the customer required assistance by emergency medical services (ems) to treat blood glucose (bg) level as they lost consciousness. It was reported that ems administered intravenous dextrose to address low bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.